Manufacturer narrative:
A ge rep evaluated the system and replaced the image processor, cine bridge pcb and cine drive. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
The customer reported the monitors are fading to black. No pt injury was reported.